Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion. This device was explanated. No additional adverse patient effects were reported. It was reported that this pacemaker was part of a system revision due to infection and erosion. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the describe ecvent or problem, explant date, initial reporter, MFR contact first name, MFR contact last name, and report source.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion. This device was explanted. No additional adverse patient effects were reported.